Manufacturer narrative:
The manufacturer previously reported a device's oxygen blending module board was replaced to address a "service required" alarm condition. During service the device also failed test steps during testing. The device's active exhalation control module was replaced to address the issue. The active exhalation control module only was returned to the manufacturer's product investigation laboratory for investigation. During the investigation the root cause of the failure was found to be caused by the solenoid valve being stuck open.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.